Event description:
It was reported to the aci clinical specialist that an obese male patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There were no complications reported during the procedure or closure. Four days post discharge ((B)(6) 2011), the patient presented back to the physician's office reporting that the alleged sealant had expressed itself. The patient also complained of pain and swelling at the access site. The physician took a swab of the access site and sent the material for culture. On (B)(6) 2011, the aci clinical specialist followed up with the user facility and was informed that the culture was positive for infection. The patient was admitted on (B)(6) 2011 and was discharged after 5 days, on (B)(6) 2011.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.